Event description:
It was reported that during service and repair pre-testing, it was observed that the trigger on the battery reamer/drill device jammed. It was further observed that the jumper ring rotated past the reverse and forward modes, the device shut off, the device failed cannulation, and the device did not reach full speed before the trigger reached the end stop. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as in the initial report jun 15, 2015. The device returned date has been updated as oct 13, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device trigger jams, the jumper ring rotates past the reverse and forward modes and the unit shuts off, it fails cannulation, and the unit does not reach full speed before the trigger reaches the end stop. Reliability engineering evaluated the device and observed that trigger jams, jumper ring rotates past the reverse and forward modes and unit shuts off, fails cannulation, unit does not reach full speed before the trigger reaches the end stop. Therefore, the reported condition was confirmed. It was noted that the wires on the electronic control unit were damaged, and the transmission shaft and trigger components were worn. It was further noted that the electric motor was corroded and the bearings, o-rings, and jumper ring were damaged. The assignable root cause was determined to be due to wear on components from normal use over time and improper cleaning methods, which is failure to follow directions for use. This is further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.